Event description:
The pt experienced a loss of therapeutic. He had good stimulation until (B)(6) 2011 when he felt a surge in right side of abdomen. He no longer received stimulation in left back and leg. The lead impedance measurements were in normal range. He was previously programmed to 2-3 but when stimulation was turned up to 10v he felt nothing. Combination 1-3 was tried and some stimulation was felt but then it was lost. He tends to use a higher setting of 8v+. Additional info has been requested.

Manufacturer narrative:
(B)(4).